Event description:
It was reported that the sieve beds were defective.

Manufacturer narrative:
During testing and repair at the service center, the device displayed a yellow light visual alarm. This was due to defective sieve beds.